Event description:
It was reported the scs trial pt experienced no stimulation and reported the programmer indicated an open circuit warning. The pt's spouse attempted to untangle the lead from the medical tape covering the incision. It appeared as if the lead was pulled too hard as it was partially stripped from the insulation and the strands of wire were exposed. Further f/u indicated, the pt's leads were pulled as scheduled. No pt complications were reported. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.